Manufacturer narrative:
Continuation of d10: product ID 3998 ,lot# la0114 , implanted: (B)(6) 2002, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #:(B)(6), ubd: 06-dec-2005, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient stated that they have two neurostimulators implanted, one for dorsal column and one for sacral. Patient stated they were referred to get an MRI for their foot; patient followed up saying that they are not sure how that will work due to their implant shocking them. Patient stated that when they were reprogrammed last year they kept getting shocked by the implant. Patient stated that they have wires from their c2 all the way to their bottom. Patient noted that they have not used their implant before the programming. Agent reviewed MRI information with patient. Patient then stated that the representative was there and the representative kept testing it and couldn't leave the jumps in the shacks and at that point the representative told the patient to talk to the healthcare provider (hcp). Patient said that they don't think it was the battery that was bad, they think it is the wires because they've been in for more than 10 years. Patient mentioned that they had trouble with being out too long and having problems afterwards recovering from seizures and other things; patient said that they are not sure if they want to have another big surgery because of this. Patient asked if they could have an MRI of the left foot without the leads and extension being connected. Pt is needing MRI of the left ankle & foot as they noted they got hurt pretty bad sometime in the last few months and is inquiring if they can have a MRI. Pt reported they went to have the implant programmed (after it was implanted the previous month) and the implant started shocking them during the programming session. Pt states they thought at this point that maybe the ins battery wasn't the issue but perhaps the lead that goes up to c2 in their neck. Reviewed pt is not full body conditional with lead and extension implanted. Pt asked what they can do to get the implant working again. Redirected pt to follow-up w/  provider, reviewed healthcare provider (hcp) may be able to system integrity tests to see if therapy can be optimized.